Event description:
In december 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch fasttake meter was in the incorrect unit of measurement. The pt reported that on an unspecified date the reported meter was in the mmol/l unit of measurement. No specific results were given. The pt took oral diabetes medications following use of the reported meter. The pt reported she was taken to the hosp and received an intravenous treatment. It would have been helpful to determine how long the meter was in the mmol/l unit measure, what the readings were on the day of the event, if the pt was experiencing any symptoms of high or low blood glucose levels at the time of the event, why she was taken to the hosp, what her blood glucose levels were at the hosp, what specific treatment she received, the pt's medication regimen, and her normal, expected blood glucose results. The customer care advocate determined during the troubleshooting call that the meter had been previously set to the correct unit of measure and was also able to talk the pt through the meter settings to return it to the mg/dl unit of measure. The meter, test strips and control solution were replaced.